Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had an issue with the inpen screw which was not moving as intended. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed and it was confirmed that the dose knob/dial difficult to turn and also observed that no insulin was dispensed when the injection dose button was pushed. It was also reported that the customer experienced a dose log inaccuracy issue. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-105nnpkna will be returned for analysis.